Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device lost power in the middle of a therapy. Nurse stated that the device was plugged into bed. The device was moved to wall outlet and they closed the alert 45 (ac power lost) and alert 03 (low reservoir). Nurse was able to restart therapy and stated that they would call back if they had any other issues.

Event description:
It was reported that the arctic sun device lost power in the middle of a therapy. Nurse stated that the device was plugged into bed. The device was moved to wall outlet and they closed the alert 45 (ac power lost) and alert 03 (low reservoir). Nurse was able to restart therapy and stated that they would call back if they had any other issues.

Manufacturer narrative:
Upon further review of investigation, it has been determined that this event is not reportable